Manufacturer narrative:
The reported oad was received for analysis. The driveshaft crown was detached and not returned. The driveshaft filars were stretched and elongated at the crown location. Scanning electron microscopy of the driveshaft crown bond location showed evidence of solder on the driveshaft filars in the crown bond location. This indicates a crown had been attached at one point. It is possible that the driveshaft filars became damaged and deformed within the vessel resulting in the crown detachment; however, the exact root cause of the crown detachment is unknown. The oad was tested, spun on all speeds, and functioned as intended. At the conclusion of the device analysis, the reported event was confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID#: (B)(4).

Event description:
A stealth peripheral orbital atherectomy device (oad) was selected for treatment of a lesion in the superficial femoral artery. The lesion was moderately calcified, and the vessel was 6 mm in diameter with no tortuosity. The oad looked odd, but treatment continued and the oad was inserted into the patient. The crown was difficult to see under fluoroscopy. The oad was removed from the patient, and a sharp angle where the crown would have been located was observed. Upon examination, the crown did not appear to be attached to the driveshaft. It was not known when the crown became detached from the driveshaft or if it was attached prior to introduction to the patient. It was confirmed that no fragments remained in the patient. The oad was unable to be re-advanced on the guide wire. A second oad was used to complete the procedure with no patient complications.